Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She was planning removal of essure. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (igz ¿ inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 16-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis') in an adult female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), pain in extremity ("pain in leg"), abdominal pain ("pain in abdomen"), back pain ("lower back pain"), pain ("constant pain"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings") and musculoskeletal stiffness ("stiff legs"). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, abdominal pain, back pain, pain, fatigue, insomnia, mood swings and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, insomnia, mood swings, musculoskeletal stiffness, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: those events led her to problems with daily tasks. Lot number: 846839 manufacture date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz ¿ inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 09-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis') in an adult female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), pain in extremity ("pain in leg"), abdominal pain ("pain in abdomen"), back pain ("lower back pain"), pain ("constant pain"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings") and musculoskeletal stiffness ("stiff legs"). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, abdominal pain, back pain, pain, fatigue, insomnia, mood swings and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, insomnia, mood swings, musculoskeletal stiffness, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: those events led her to problems with daily tasks. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-sep-2020: lot number added, insertion date updated from " (B)(6) 2011" to "(B)(6) 2011" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz ¿ inspectie voor de gezondheidszorg, reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis/ constant pain') and fallopian tube perforation ('during the removal surgery, it was found that the essure had perforated one of her fallopian tubes') in an adult female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in abdomen / pain in her lower abdomen"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), back pain ("lower back pain"), menstrual disorder ("menstrual problems"), pain in extremity ("pain in leg"), arthralgia ("pain in hips"), musculoskeletal stiffness ("stiff legs"), fatigue ("tiredness/fatigue"), insomnia ("insomnia"), mood swings ("mood swings") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure was removed and both fallopian tubes had to be removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, hypersensitivity, back pain, menstrual disorder, hormone level abnormal, pain in extremity, arthralgia, musculoskeletal stiffness, fatigue, insomnia, mood swings and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, hypersensitivity, insomnia, menstrual disorder, mood swings, musculoskeletal stiffness, pain in extremity and pelvic pain to be related to essure. The reporter commented: she started to experience the events soon after essure insertion. The events led her to problems with daily tasks and went away immediately after the essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-dec-2020: a new reporter type was provided (lawyer), patient´s initials were updated, date of essure removal was provided, new adverse events reported: fatigue, pain in hips, abdominal pain lower, menstrual problems, hair loss, hormonal problems, dyspareunia, allergic reactions, fallopian tube perforation. The adverse event pain in abdomen was updated to pain in lower abdomen. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz ¿ inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 31-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis/ constant pain') and fallopian tube perforation ('during the removal surgery, it was found that the essure had perforated one of her fallopian tubes') in an adult female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in abdomen / pain in her lower abdomen"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), back pain ("lower back pain"), menstrual disorder ("menstrual problems"), pain in extremity ("pain in leg"), arthralgia ("pain in hips"), musculoskeletal stiffness ("stiff legs"), fatigue ("tiredness / fatigue"), insomnia ("insomnia"), mood swings ("mood swings") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure was removed and both fallopian tubes had to be removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, hypersensitivity, back pain, menstrual disorder, hormone level abnormal, pain in extremity, arthralgia, musculoskeletal stiffness, fatigue, insomnia, mood swings and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, hypersensitivity, insomnia, menstrual disorder, mood swings, musculoskeletal stiffness, pain in extremity and pelvic pain to be related to essure. The reporter commented: she started to experience the events soon after essure insertion. The events led her to problems with daily tasks and went away immediately after the essure removal. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz ¿ inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 31-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis/ constant pain') and fallopian tube perforation ('during the removal surgery, it was found that the essure had perforated one of her fallopian tubes') in an adult female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in abdomen / pain in her lower abdomen"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic reactions"), back pain ("lower back pain"), menstrual disorder ("menstrual problems"), pain in extremity ("pain in leg"), arthralgia ("pain in hips"), musculoskeletal stiffness ("stiff legs"), fatigue ("tiredness / fatigue"), insomnia ("insomnia"), mood swings ("mood swings") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure was removed and both fallopian tubes had to be removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, hypersensitivity, back pain, menstrual disorder, hormone level abnormal, pain in extremity, arthralgia, musculoskeletal stiffness, fatigue, insomnia, mood swings and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, hypersensitivity, insomnia, menstrual disorder, mood swings, musculoskeletal stiffness, pain in extremity and pelvic pain to be related to essure. The reporter commented: she started to experience the events soon after essure insertion. The events led her to problems with daily tasks and went away immediately after the essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-mar-2021: no new information / update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority igz - inspectie voor de gezondheidszorg on 04-aug-2016. The most recent information was received on 04-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), pain in extremity ("pain in leg"), abdominal pain ("pain in abdomen"), back pain ("lower back pain"), pain ("constant pain"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings") and musculoskeletal stiffness ("stiff legs"). The patient was treated with surgery (essure was removed). At the time of the report, the pelvic pain, pain in extremity, abdominal pain, back pain, pain, fatigue, insomnia, mood swings and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, insomnia, mood swings, musculoskeletal stiffness, pain, pain in extremity and pelvic pain to be related to essure. The reporter commented: those events led her to problems with daily tasks. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3880 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-sep-2017: received from patient via letter in which she holds bayer liable for the damage caused.patient's initials were added. Essure start date was updated to 15-nov-2011. Essure was removed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 07-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. She was (B)(6) at that time. Her complaints started 7 months after procedure. Complaints included pain in pelvis, pain in leg, pain in abdomen, lower back pain, constant pain, tiredness, insomnia, mood swings, and stiff legs. Those events led her to problems with daily tasks. In an unspecified date she contacted her physician and had appointments with orthopedist. She also had orthopedist photos. She was considering remove essure. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She was planning removal of essure. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.